Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd posiflush¿ normal saline syringe the customer found the plunger rod damaged when the unit package was opened. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: a sample was received in the columbus plant for evaluation. It has the plunger rod, rubber stopper, the tip cap, and the saline solution. The barrel label confirms the lot#7139551. The plunger rod thumb press is damaged therefore failure mode is verified. There were no documented issues for plunger rod broken/damaged during the production run of batch 7139551. All our inspections performed while manufacturing this batch were accepted. No rejections were documented. Root cause could not be determined. CAPA not required for this event.